Event description:
During the morcellation of the uterus (during a supracervical hysterectomy), the device failed. This required the use of an additional device during the procedure.what was the original intended procedure?supracervical laparoscopic hysterectomy.